Manufacturer narrative:
All four needles used in this case were returned for evaluation. Of the four, two were confirmed to be defective. This MDR is associated with needle #4 (lot a6891). Refer to MDR# 9616793-2019-00064 for needle #1 (lot a6830). The needle manufacturing records for needle #4, lot a6891 were reviewed and no related deviations or concerns were noted. The needle's electrical malfunction was confirmed as it failed investigative testing for electrical atp properties. Upon disassembly, the resistance wire insulation layer on the heater was damaged during assembly process leading to the current leakage in this point.

Event description:
It was reported that during a renal cryoablation procedure, four icerod cx needles were used. The patient was under conscious sedation. During the first active thaw cycle, the patient reported a "rumbling" sensation. Muscle spasms could be observed. During the second active thaw cycle, the I-thaw feature could not be completed. The case was completed with no patient injury. This event is being reported for the muscle spasm. This MDR is to report investigation findings for one of the complaint related needles returned with this event. Refer to MDR# 9616793-2019-00064 for the first complaint related needle's investigation results.